Manufacturer narrative:
The reported complaint is confirmed as the returned sample exhibited a polyurethane(pu) delamination on the cavity ID end of the dialyzer which would result in the reported leak. The delamination manifested as a separation of the polyurethane (potting material) from the dialyzer housing (wall). The delamination in the potting extended under the silicone o-ring. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure. Coagulated blood was noted beneath both screw flanges. The dialyzer was subjected to disassembly for further visual examination. Subsequent to disassembly, the complaint investigator was unable to identify any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, kinked, looped, or short fibers were identified. The inferior surfaces of the polyurethane were then visually examined on both ends for voids; no voids were observed. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.